Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was over 500 mg/dl. The customer was advised on how the bolus wizard functioned, as well as what active insulin time and basal rates are. She stated that she understood the insulin pump a little better now and was advised to do a complete set change. She was advised to monitor her device and blood glucose, as well as contact her doctor regarding high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.